Event description:
Alaris cap broke while drawing off labs from ECMO circuit. White portion of cap broke off, blue accordion came out. Stop cock on line was off to patient, no air into circuit, no loss of blood, no additional care needed to patient. Cap not saved. This facility has had at least 5 similar events with this device over the last month.======================manufacturer response for smart site needle free valve, smart site (carefusion) (per site reporter).======================awaiting product to evaluate.what was the original intended procedure?blood draw.